Event description:
It was reported the patient had an unrelated medical procedure and the ipg was not placed in surgery mode. Following the procedure the patient was unable to connect to the ipg. Surgical intervention may take place at a later date.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on 02 april 2026.